Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 41 mmol/l. It was stated that the customer got no delivery alarms, and changed the infusion sets. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the bolus history, and the customer felt that the bolus history was not adding up correctly. The customer requested a replacement insulin pump. Nothing further was reported.